Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the solenoid driver board then completed preventative maintenance (pm) service and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a repair service performed by a getinge service territory manager (stm) on the cs300 intra-aortic balloon pump (iabp), the solenoid driver board would not meet factory specifications for the voltage. There was no patient involved and no adverse event was reported.